Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported with the adc device. A customer reported while using the freestyle librelink, a signal loss was encountered and the device alarm failed to trigger. As a result, the customer experienced sweating, and disorientation, and was unable to self-treat, requiring ¿glup up, shake, chocolate palm tree¿ from a third party as a treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The user reported that alarms as being unavailable in the librelink app, although the "signal loss" alarm was disabled by the user. An extended investigation was performed and determined the "alarms unavailable" icon will be displayed if at least one alarms configuration (low glucose, high glucose, signal loss) is enabled, and if any conditions preventing alarms occur (bluetooth disabled, notifications disabled, location permissions disabled). Based on the case information, there was no indication that the app was not functioning as intended. Therefore, the complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
An alarming issue was reported with the adc device. A customer reported while using the freestyle librelink, a signal loss was encountered and the device alarm failed to trigger. As a result, the customer experienced sweating, and disorientation, and was unable to self-treat, requiring ¿glup up, shake, chocolate palm tree¿ from a third party as a treatment. No further information was provided. There was no report of death or permanent injury associated with this event.